Event description:
It was reported that the patient had a spectra malleable penile prosthesis and experienced pain during intercourse. The device was removed and replaced with a new spectra device. No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.